Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error code at power up was neither confirmed nor reproduced during product evaluation. Upon review of the event history log, quality engineering has confirmed failure code 199:117:284:0000 as the determined problem. The root cause of the failure code was depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an error code at power up. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version is unknown at this time. No additional information is available.